Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during coronary artery bypass procedure, the right ventricular (rv) and right atrial (ra) leads dislodged. The rv lead was capped and replaced. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.